Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the second of two reports- an osvii valve was reported to be blocked. A revision with a progav was done. The description was as follows; "patient has no high protein. Symptoms before: loss of concentration. Wide ventricles in MRI. Icp: 26 mmhg after: no symptoms. Valve was implanted (B)(6) 2010."